Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with a saline mentor smooth round high profile 330cc breast implant (l) and an unspecified mentor saline breast implant (r) and suffered several unexplained systemic symptoms, including palpitations, dizziness, decline in vision, myopia, muscle weakness, joint pain, fatigue, decrease in progesterone levels, swollen intramammary lymph node, burning pain on the left breast, headache, loss of balance, diagnosis of ankylosing spondylitis in 2013, and diagnosis of hypothyroidism in 2015. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.